Event description:
A caller reported encountering an issue with the adc librelinkup application in which the data did not transmit to the librelink application. The customer was hyperglycemic and required treatment of rapid insulin (dose/type unknown) administered by mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation will be performed and a follow-up will be submitted once all investigation activities have been completed. The device manufacturing date is unknown. The date entered in adverse health problems is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported device incompatibility with the librelinkup application resulting in the customer being unable to share data to librelinkup from freestyle librelink app and monitor glucose level. Successfully shared data via freestyle librelink app using similar device configuration. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported encountering an issue with the adc librelinkup application in which the data did not transmit to the librelink application. The customer was hyperglycemic and required treatment of rapid insulin (dose/type unknown) administered by mother. There was no report of death or permanent injury associated with this event.